Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the subject device had an e30 error.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed and related to a corroded scope connector. Based on the results of the investigation, a root cause could not be identified. The following is included in the device IFU: event4 is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.